Manufacturer narrative:
(B)(4) (B)(6). Report source, literature - verstraelen, f.u. Et al (2017). Clinical and radiological results 7 years after copeland shoulder resurfacing arthroplasty in patients with primary glenohumeral osteoarthritis: an independent multicentre retrospective study. European journal of orthopaedic surgery and traumatology, 28(1), 15-22. Doi: 10.1007/s00590-017-2023-8. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that the cementless stemless resurfacing arthroplasty (csra) was revised because of a periprosthetic fracture due to a direct trauma on the shoulder 92 months after implantation. After the revision surgery, the patient had acceptable shoulder function. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.